Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. A review of the device data noted normal measurements, there was noise observed on the right ventricular (rv) channel which was oversensed resulting in 3.5 seconds of inhibition. Device reprogramming was performed prior to system explant. The root cause of the clinical observations was not confirmed. No additional adverse patient effects were reported.